Event description:
The report received from the field indicated that while preparing for a percutaneous coronary intervention (pci), the shaft of the cypher 2.25 x 18 mm stent delivery system (sds) was noted to be kinked while still on the prep table. The physician decided to use the device anyway and the stent was delivered to the intended target lesion. When the physician attempted to deploy the stent, the sds balloon did not inflate. There was no reported patient injury. No additional information was available.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.